Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model v184040s pta balloon dilatation catheter allegedly experienced balloon rupture. This information was received from one source. This malfunction involved a patient with no consequences. The (B)(6) male patient. Weight of the patient was not provided.